Event description:
The customer observed falsely depressed sodium results for two patients on architect c4000 processing module, serial number (B)(6). The samples were repeated with higher results. The following data was provided: sid (B)(6) female 51 years old initial result processed on (B)(6) 2026 = <107 repeat result = 138. Patient sent to ER drawn again sid (B)(6) processed another architect(c401548) result = 140. Sid (B)(6) female 27 years old initial processed on (B)(6) 2026 result = 109 repeat result = 138. Reference range = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.